Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 02/12/1998 and was previously returned on (B)(4) 2014 for a non-related issue. Eval of the device observed minor nicks and wear to the width plate and control bar. Prior to repair, the device was outside calibration specs only a the zero thickness setting on the left and right side. Repair of the device included replacement of the width plates, control bar, handpiece housing, screwdriver, and standard repair parts. While the width plates and control bar did display minor nicks and wear, this most likely did not cause the reported event. Customer did not return any associated blades for eval and the user's method of applying blades and width plates to the device are unk. A cause of the reported event could not be determined as the reported event was not confirmed during testing. Incorrect application of a width plate and/or blade to the device could cause the device to harvest graft that is wider than the cutting width of the width plate being utilized. The device was serviced and returned to the customer.

Event description:
It was initially reported that the zimmer air dermatome handpiece was still not working properly despite being repaired in april 2014. Add'l clinical info determined that the event occurred during a surgery. It was determined that the surgeon set the size of the device, however during use, the device took a graft that was wider than the guard being used. The surgeon was able to use the graft harvested, however, they had to sew the skin back that was not intended to be harvested. There was a delay of around 10 minutes to the surgery.